Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia on (B)(6) 2019 with blood glucose level was 485 mg/dl at time of incident. Customer states that they had hard time to breathing and they also hospitalize due pneumonia. The customer was treated with injections. The insulin pump will not be returned for analysis.